Event description:
It was reported the patient experienced phrenic nerve/diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead implanted: 2009-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 407652 lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo and the outer insulation of the lead was observed to have blood ingression.